Manufacturer narrative:
E1 - event site name:(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported through a direct call from the customer to the emergency support program that an iab catheter restriction alarm appeared shortly after femoral insertion of a sensation 40cc intra-aortic balloon catheter in the operating room. The catheter had been functioning appropriately for approximately 45 minutes before the alarm occurred following patient transfer from the operating table to the bed. Troubleshooting focused on potential catheter migration or insertion site kinking. The physician elected to exchange the balloon catheter and secure the replacement using the provided statlock devices instead of sutures, which resolved the iab catheter restriction alarm. No patient harm was reported.